Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had motor error alarm and non delivery several time this morning. The blood glucose level was 212 mg/dl at the time of incident. Customer reported that the drive support cap appears normal. Customer was advised that the insulin pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. Customer stated that they tried all remedies. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery or occlusion alarm noted. No motor error alarm noted. Motor passed motor test. (B)(4).